Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window, cracked display window corner, cracked battery tube threads, a broken reservoir tube lip and a cracked reservoir tube window.

Event description:
Customer called reporting a motor error and no delivery alarm. Customer's blood glucose is 170 mg/dl. The motor error occurred during bolus. Customer has dropped the device in the past. It was not exposed to a strong magnetic field. Customer uses the sensor function. She was advised that a false motor error may be caused by viewing the sensor glucose graph during a bolus delivery. Customer can rewind the device. During troubleshooting, when customer reinserted the reservoir back into the device, the top of the compartment popped out. Troubleshooting was stopped to prevent any further physical damage. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.